Manufacturer narrative:
(B)(4). Date sent: 12/10/2025. D4: batch #unk. Additional information was requested, and the following was obtained: was a leak test performed? If so, what type and what was the result? After talking to dr (please refer to the attached mail), the procedure was a transverse/right hemicolectomy where no leak test was able to be perform performed. Was the staple line visualized endoscopically during the initial surgical procedure? Procedure was done open and visualized how many days postoperative did the leak occur? Leak was postop 4 to 5 days. Patient was still in the hospital. How was the leak identified? Patient was not doing well what was observed at the site of the leak upon reoperation? The leak occurred from a tissue tear near the apex of the enterotomy how was the leak addressed? Leak was addressed with another surgery. Dr. (Please refer to the attached mail) removed the initial anastomosis and reconnected the tissue. Were there any issues experienced with the device in the initial surgical procedure? No feedback from dr. (Please refer to the attached mail) does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. It is difficult to pinpoint exactly what caused the leak. Were there other contributing patient factors? Please explain. Patient was very sick please provide a time line of events. Initial surgery by dr (please refer to the attached mail) for abdominal exploration. Patient was brought back to surgery several days later for a right/transverse colon an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore, it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a hemicolectomy that there was a leak from an anastomosis that had been performed. It had to be reapplied by surgery.

Manufacturer narrative:
(B)(4). Date sent 11/25/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: did the patient experience any adverse consequences due to this issue? If yes, please specify and inform what was done to help the patient. Spoke to one of the coordinators and she said they had to reoperate on this patient. The complaint was a hemicolectomy surgery that dr used ech60s and gst60b. The patient experience a leak on or around the anastomosis and dr did the next reoperation. He removed the area and created a new anastomosis with the glc80 and glcr80b. No further reports on the patient. Or follow up surgeries. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.